Event description:
Boston scientific received information that during a patient follow up, this cardioverter resynchronization therapy defibrillator (crt-d) and the associated right ventricular defibrillation lead presented with a shock lead impedance measurement of above 125 ohms. All other lead parameters were within normal range. The shock lead impedance measurement at implant and after wound closure was 55 ohms. The physician suspected that it was due to the new setscrew design. It was also reported that the physician followed the updates regarding the new setscrews during the implant procedure. No adverse patient effects were reported. Additional information was reported five years later that the patient with this system passed away. There were no further allegations against the functionality of the device or that the patients' death was related to the initial revision. The crt-d was explanted and returned to boston scientific.

Manufacturer narrative:
(B)(4). A revision procedure was performed. During the revision, it was confirmed that the terminal pin for the defibrillation lead's distal shocking coil could be pulled out of the header without disengaging the setscrew. The lead was inserted and the setscrew was re-engaged. Then each lead section was slightly retracted to confirm that each terminal pin was secured. The crt-d and lead remain implanted and in service. No additional information is available. If any new information does become available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were found intact and the setscrews moved freely and without issue. There were no obstructions found in any of the ports. A review of the device memory found that the shock impedance measurements ranged between 38 and 56 ohms over the past year. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the previous observations of a loose connection. This device met all specifications during testing.